Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that stent would not cross the lesion. The target lesion was unspecified. A 2.50x38mm promus element plus drug-eluting stent delivery system was advanced but failed to cross the lesion. The patient status is stable post procedure. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged. The stent struts on rows 14 to 16 from the proximal end were misaligned, flared outwards and kinked inwards. It was also noted that the hypotube was kinked at various locations along its length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).